Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x28mm promus element drug-eluting stent was advanced, but failed to cross the lesion and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The mid-section of the stent was damaged with stent struts lifted and misaligned. The od (outer diameter) of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).